Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months ago prior to the date the manufacturer became aware.

Event description:
It was reported that the implantable pulse generator (ipg) stopped charging. The patient underwent an ipg removal procedure. Patient is doing well postoperatively. The explant product discarded by hospital staff per policy.